Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine right ventricular (rv) lead threshold measurement using the mobile programmer application, the patient experienced a near syncopal episode and transient loss of vision described as vision "went black" without full loss of consciousness. During the threshold test, the application failed to recognize the end of the test after the "press and hold" button had been released, causing the test to continue and output to decrement for additional beats until minimal output was reached. The application screen then froze, and it was not possible to press the emergency button. It was noted that the application had been sluggish prior to the patient and the host tablet had been powered down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer application was unresponsive could not be confirmed but was deemed plausible. Analysis of the service logs found the customer comment that the mobile programmer application froze could not be confirmed but was deemed plausible. Correction: d.2. Product code common device name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.